Event description:
It was reported that during a photoselective vaporization of the prostate procedure, the fiber was firing forward. A total of 117749 joules were used and the time of use was of 31 minutes. The procedure was completed with another fiber. There were no patient complications reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this fiber was thoroughly analyzed. Visual inspection did not find visible defects on the fiber body. The control knob is attached and aligned with the fiber and can rotate the fiber. The connector cone, segments, and tabs appear in good condition and secured. The hene (helium-neon) test found no breaks along the fiber length. Upon microscopic inspection, it was identified there was a distal circumferential fracture. The glass cap exhibited heavy devitrification at the output window, please note that fiber tip devitrification is normal degradation of the fiber which occurs through use of the fiber. It is cause by heat accumulation at the tip causing the glass at the firing window to crystalize. Also, the metal cap exhibited moderate debris adhesion on its surface, indicative of tissue contact. Therefore, the reported event was confirmed. In addition, the forward firing test for this device resulted in an output which was below the threshold for potential patient harm. The forward firing rate was of (B)(4).

Event description:
It was reported that during a photo selective vaporization of the prostate procedure, the fiber was firing forward. A total of 117749 joules were used and the time of use was of 31 minutes. The procedure was completed with another fiber. There were no patient complications reported.

Event description:
It was reported that during a photoselective vaporization of the prostate procedure, the fiber was firing forward. A total of 117749 joules were used and the time of use was of 31 minutes. The procedure was completed with another fiber. There were no patient complications reported.